Event description:
It was reported that during a right upper lobectomy, sc45a with ecr45g could not be fired when the firing trigger was grasped after the jaws clamped the bronchus. After that, the sc45a was removed and ez45g was used, but the jaws did not function and almost all unformed staples dropped into patient's chest cavity though the firing trigger was not grasped. Tracheobronchoplasty was performed with a suture needle. Instead of ez45g. All of staples that were dropped into patient's chest cavity were removed with a suction device. The bronchus was calcified and was so stiff. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 03/26/2012. Channel retainer detached, damaged shrouds. The analysis results found that the device was received with the clamping mechanism damaged and with a cartridge loaded in the device. The cartridge was received fully fired. No functional test could be performed due to the condition of the device. The device was disassembled to verify the conditions of the internal components and channel retainer and the shroud were the retainer engages were found broken. No functional test could be performed due to the condition of the device. Although no conclusion could be reach on what caused the damage to the device it is possible that the device was clamped and attempted to fire over an excess of tissue resulting in the increase of internal forces causing the components to yield. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.